Event description:
It was reported that during a hernia repair procedure, the anchor will not release. There was no pt consequence.

Manufacturer narrative:
(B)(4). Damaged shroud top, lower shroud damaged. Evaluation summary: the analysis results found that the instrument was returned with the shrouds cracked and separated. The instrument was cycled, ejected six clips, formed two clips with gap and one conforming clip due to the condition of the shrouds. No conclusion could be reached as to how the shrouds became damaged. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.